Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, the merlin programmer had locked up. The patient was device dependent and became syncopal. The programmer was turned off and pacing resumed.